Manufacturer narrative:
(B)(4)

Event description:
It was reported that noise on the atrial lead was noted. The lead is active due to the svt discrimination. Since the lead has a history of noise, svt date is not reliable. Recommended programming changes were made.